Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 69mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type ia and a type IV endoleak was identified. It was reported that the patient had severe tortuous short neck and reverse taper shape neck. A touch up was additionally performed but the endoleaks did not fully resolve. Per the physician, the cause of the event is due to patient morphology. No additional clinical sequelae were reported and the patient will be monitored.